Manufacturer narrative:
No visual, functional and dimensional inspection performed since the device was not returned. The device history record of the product with lot #02b1400691 was reviewed and was found that an ncmr was opened; (B)(4) rejection was due to damage during transit. The product was re-inspected and re-packed, however, this type of defect is easily detected during the manufacturing of the product since it is verified at 100%. Additionally, per internal procedure, distribution center performs 100% inspection as well. DHR shows that the product was packed and inspected according to our specifications. During the investigation, it was found that component tfx-000354 (sheet foam) (B)(4) was used during the manufacturing process, this sheet foam was implemented to prevent damage to the product. No conclusion can be established at this time based on the lack of the device sample. It is necessary the physical sample in order to perform a proper investigation. If the product sample becomes available, this complaint will be reopened. The involved production and quality personnel were informed about this complaint.

Event description:
The event is reported as: during incoming inspection by the (B)(4)) a pin hole on package is reported. A total of twenty-two devices were reported with this issue.